Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue was confirmed. In addition, insulation failure at the tip, insufficient angle, video connector transformation, video connector case crack, and lg serpentine crushed were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoeye flex deflectable videoscope image disappears at an angle. There was no patient no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the defect of the image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.